Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2018, patient in (B)(6) was started on duopa therapy using percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time the patient had growth of fungus and bacteria at stoma site. Patient was treated with unspecified oral antibiotic medication and agisten local application around the peg area for fungus.